Event description:
While performing coiling of an anterior communicating artery at the finish point, a break was noticed in the pusher wire of the subject device. The break occurred while the subject device was completely in the aneurysm, few cm proximal to the detachment point. When the subject device was withdrawn, a tail of the guidewire was left in the a1 and m1 segment. The aneurysm was completely occluded and the patient was found to be intact neurologically.